Event description:
Patient's foster mom contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. The patient's foster mom did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).